Event description:
The lead was returned to the manufacturer after being explanted with no allegations against the lead. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).